Manufacturer narrative:
. This report will be amended when our investigation is compete.

Event description:
It is reported that the surgeon couldn't insert the 9mm articular surface properly. He completed the surgery with using 10mm size articular surface.